Event description:
It was reported that pump battery was depleting faster than usual and needed to be charged every day. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, cts used most recent pump serial number and date of email as event date, could not confirm battery depletion rate due to lack of recent pump upload, and then closed case with no additional follow-up because patient declined further contact.